Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hypotube profile had no issues identified. The shaft polymer extrusion profile had no issues identified. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination noted inner lumen damage with stretching and bunching observed at 4.9cm from distal tip. No issues identified with the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. A punctured was observed in the outer lumen at 5.1cm from the distal tip. The device was attached to an encore inflation unit and an attempt was made to inflate the device however liquid leaked from a punctured that was observed in the outer lumen at 5.1cm from the distal tip. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that the balloon could not be inflated. The target lesion with a stenosis of 25 mm in length, 3.0 mm in diameter, and calcification was located in the distal segment of the left circumflex artery (lcx). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician chose to use the device to place it in the distal end of the lcx. However, it was found that the balloon could not be inflated. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed that a puncture was observed in the outer lumen at 5.1cm from the distal tip.

Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that the balloon could not be inflated. The target lesion with a stenosis of 25 mm in length, 3.0 mm in diameter, and calcification was located in the distal segment of the left circumflex artery (lcx). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician chose to use the device to place it in the distal end of the lcx. However, it was found that the balloon could not be inflated. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed that a puncture was observed in the outer lumen at 5.1cm from the distal tip.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). H6. Conclusion code update from unintended use error caused or contributed to event (B)(6) to adverse event related to procedure (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hypotube profile had no issues identified. The shaft polymer extrusion profile had no issues identified. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination noted inner lumen damage with stretching and bunching observed at 4.9cm from distal tip. No issues identified with the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. A punctured was observed in the outer lumen at 5.1cm from the distal tip. The device was attached to an encore inflation unit and an attempt was made to inflate the device however liquid leaked from a punctured that was observed in the outer lumen at 5.1cm from the distal tip. No other device issues were identified during returned product analysis.